Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: bd had not received samples or photos for evaluation. Additionally, bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted. This complaint is unable to be confirmed. If additional information is made available, this complaint will be reopened to assess the level of investigation needed. Technical service emailed the customer the instructions for use for this product. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported when using the bd p100 blood collection system for plasma protein preservation, the device experienced hemolysis (e.g. Blood sample). The following information was provided by the initial reporter. The customer stated: we have been having some issues with hemolysis (samples are drawn at external sites, centrifuged and then sent ambient overnight). Was wondering if there is info on using samples that have been hemolyzed-or how to prevent it etc.